Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 459 and file ID (B)(4). Unable to determine the root cause per r&d. No the main arm cannot communicate with the motor arm and the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range. Alarms noted during testing.

Event description:
The customer reported via phone call that their device ran out of insulin and auto mode turned off. Device is exhibiting insulin pump errors. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 213 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.